Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level was within range. Reportedly, the customer reverted to an alternate method of insulin therapy.